Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/short interval counts (sic), the right ventricular (rv) lead, lead integrity alert (lia), and the impedance on the rv was beyond the expected upper range. Analyst commented, lia rv occurred for 2 or more high-non sustained episodes greater than 220 milliseconds and rv lead impedance variation in last 60 days on (B)(4) 2016. Rv pace lead impedance was 1425 ohms on (B)(4) 2016. Sic went up to 363 (within 3 days) along with high rate-non sustained episodes showing evidence of oversensing. (B)(4).

Event description:
It was reported that a lead integrity alert (lia) triggered, and a right ventricular (rv) lead fracture was confirmed, impedance values were doubled, non sustained ventricular tachycardia (vt) episodes with noise and high short interval counts (sic). The rv remains implanted-out of service, and was replaced with a different lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.